Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in the nozzle¿ was confirmed. The foreign material was revealed to be silicon rubber, but the origin and root cause of the foreign material was unable to be specified. A probable cause could be deterioration over time of the packing of the air/water valve or tubes which are used during cleaning, and which may have caused a part of the product to be peeled off, resulting in entry in the air/water channel causing clogging. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced bad angulation. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the nozzle had foreign objects due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in the up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down (u/d) knob was out of the standard value. The bending section cover (a-rubber) had a scratch. The connecting tube had a scratch, and a dent. The plastic distal end cover had a scratch. The image guide protector had a chip. The switch box had a scratch. The switch button 1 had wear. The suction cylinder was shaved. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration. The control unit had a scratch. The scope connector had a scratch. The screw in the scope connector (s-connector) was detached. The s-connector was dirty due to water leakage. Due to clogging of the nozzle, water removal ability did not meet the standard value. Adhesive on the bending section cover had a scratch, and crack. Adhesive on a-rubber had a chip. The connecting tube had discoloration. The connecting tube had a wrinkle. The light guide glass had a scratch. The scope connector cover had a scratch. The objective lens had a scratch. The connecting tube had a dent. Due to the clogging of the nozzle, the air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.